Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were not able to rewind the pump. The customer¿s blood glucose was 136 mg/dl at the time of the incident. The product will be return for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected drive count or time values or changes incorrect for moving or coasting error or motor power supply voltage error detected noted during testing. Device was communicated properly with guardian three link and glucose sensor simulator. No unexpected change sensor alarm or high blood glucose alert noted. (B)(4).